Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, we the technician confirmed that the operation channel (primary) leak; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).